Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated an issue with telemetry. Concomitant medical products: 4066 lead implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a power on reset (por) after cardioversion was attempted. The device lost telemetry as well. The device was reprogrammed and remains in use. Follow up indicated that the patient's right ventricular (rv) lead had a short circuit of the coil. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated an issue with telemetry. If information is provided in the future, a supplemental report will be issued.